Manufacturer narrative:
Estimated as (B)(6) 2013, as event was reported to have occurred approximately two weeks prior to call on (B)(6) 2013. Investigation: the customer was unable to obtain sufficient blood sample after the finger stick was performed. The drop of blood must be a minimum of 15 micro liters to completely travel down the strip channels and initiate testing. Short sampling may lead to inaccurate inr results of testing errors. The customer's improper technique cannot be ruled out as a possible root cause for the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3, reference: 5.6, mean: 3.95, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Data provided, by the customer from (B)(6) 2013, was excluded from comparison testing because the test was performed more than three hours between the two readings. Since the time of the tests exceeded three hours, changes in patient's status may have contributed to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between the readings on (B)(6) 2013. Since a lot number was not provided, and the product associated with the complaint is not expected to return, further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Several of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Retain strip testing was unable to be performed due to unknown strip lot number on the event details. No further investigation is possible. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.3. Laboratory inr: 5.6. The testing was performed at the same time. Reportedly, the patient was unable to obtain sufficient blood sample. Therapeutic range is 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.